Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous right coronary artery to the distal posterior descending artery. After pre-dilatation was performed an attempt was made to cross with the 2.5 x 28 mm xience xpedition stent delivery system (sds); however, it failed to cross. Additional pre-dilatation was performed and the same was reinserted and advanced; however, it failed to cross again resulting in the separation of the proximal shaft. A non-abbott sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Re-insertion: it should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.